Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds with low intrinsic amplitude. Additional information indicates that the cause was unknown. The high thresholds and low amplitude were not attributed to the lead. The lead was surgically abandoned. No additional adverse patient effects were reported.